Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient was not feeling well. Review of device data by the technical services consultant revealed pauses where backup vvi wasn't being delivered. The patient was seen in the clinic with programming changes made to the device. Follow up revealed the patient to be in chronic atrial fibriallation with "normally functioning dual chamber pacer." No further patient complications were reported as a result of this event.